Manufacturer narrative:
In response to uf/importer report #: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: deflation, and "removal of breast tissue expanders and insertion of breast gel implants". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via regulatory agency, a right side deflated tissue expander. The tissue expander was replaced with a gel breast implant. Device has been explanted.